Event description:
A review of service data detected a reportable problem. During servicing, electrode belt sn (B)(4) failed a hipot test. The last patient to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation the electrode belt failed a hipot test. The cause for the test failure was damage to the electrode belt cables. The cable connecting ECG a to ECG b, the cable connecting ECG c to the distribution node, and the cable connecting ECG c to ECG d were cut. The root cause for the damaged cables could not be positively identified but was likely physical abuse. No adverse event resulted from the defective electrode belt. The last patient to use this electrode belt did not report any problems.